Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the down and up buttons on the insulin pump were not working. Customer had ready reverted to back up plan. Customer's blood glucose was 200 mg/dl. No further information reported.